Event description:
Same case as MDR ID # 2134265-2010-05378 it was reported that during a percutaneous coronary intervention (pci), speed issues occurred. The 98% stenosed lesion was located in a mildly tortuous and severely calcified right coronary (rca) artery. During prep the rotablator console and the 1.25mm rotablator rotalink plus platformed at 160,000 rpms. The physician advanced the rotalink plus and successfully completed five to six ablations with each ablation approximately 20-30 seconds long. The rpm speed then began to fluctuate above and below the desired speeds. The speed would decrease to 40,000-50,000 rpms and then increase up to 150,000 rpms. The physician thought he heard an air leak. After the first speed fluctuation, the speed was readjusted to 160,000 rpms however, the burr stalled. After the second speed fluctuation, the speed was readjusted to 160,000 rpms however; the physician opted to dynaglide out due to the speed continuing to fluctuate. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2010-05378. It was reported that during a percutaneous coronary intervention (pci), speed issues occurred. The 98% stenosed lesion was located in a mildly tortuous and severely calcified right coronary (rca) artery. During prep the rotablator console and the 1.25mm rotablator rotalink plus platformed at 160,000 rpms. The physician advanced the rotalink plus and successfully completed five to six ablations with each ablation approximately 20-30 seconds long. The rpm speed then began to fluctuate above and below the desired speeds. The speed would decrease to 40,000-50,000 rpms and then increase up to 150,000 rpms. The physician thought he heard an air leak. After the first speed fluctuation, the speed was readjusted to 160,000 rpms however, the burr stalled. After the second speed fluctuation, the speed was readjusted to 160,000 rpms however; the physician opted to dynaglide out due to the speed continuing to fluctuate. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the rotablator console and foot pedal were tested with a 1.75mm rotalink burr. The rotational speed in dynaglide mode and turbine mode met specifications, maintaining the rpm setting. Examination identified a slight gas/air leak when the pneumatic circuit was charged and the console supply shut off. The leak rate was within specifications. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2010-05378. It was reported that during a percutaneous coronary intervention (pci), speed issues occurred. The 98% stenosed lesion was located in a mildly tortuous and severely calcified right coronary (rca) artery. During prep the rotablator console and the 1.25mm rotablator rotalink plus platformed at 160,000 rpms. The physician advanced the rotalink plus and successfully completed five to six ablations with each ablation approximately 20-30 seconds long. The rpm speed then began to fluctuate above and below the desired speeds. The speed would decrease to 40,000-50,000 rpms and then increase up to 150,000 rpms. The physician thought he heard an air leak. After the first speed fluctuation, the speed was readjusted to 160,000 rpms however, the burr stalled. After the second speed fluctuation, the speed was readjusted to 160,000 rpms however; the physician opted to dynaglide out due to the speed continuing to fluctuate. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.